Manufacturer narrative:
Manufacturing site evaluation: samples received: (B)(4) open unit. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Received one open and used samples with (B)(4) needles attached to the foams ((B)(4) of the needles have the thread attached). After checking the open sample received, it was noticed that there are (B)(4) foams instead of (B)(4), (B)(4) foam is missing. It should have (B)(4) foams in order to put (B)(4) sutures on the cardboard support. The personnel involved did not notice that the foam used for fixing the needles was incomplete. Involved personnel has been informed about this incidence. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. Actions on product: credit note for one box of product as a compensation. Corrective/preventive actions: it will be implemented a double check in the production process of the involved sutures to avoid the mistake of putting an incorrect number of sutures in the pack.

Manufacturer narrative:
Reported device to marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). 1 suture missing inside 1st pack. Customer opened a package of the product, found that only 7 needles inside the package although it should be 8 needles.